Manufacturer narrative:
The impella product was not returned for analysis, as it was discarded in 2021. The clinical report alone was analyzed. The bleeding was determined to be use related. The user's management of the access site was the cause of the bleed. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp support in (B)(6)2021. The support was successful, and the support was weaned and pump explanted after 9 hours. Later in (B)(6)2022 the jpvad registry documented and access site bleed attributed to the use of impella. The team had treated the bleed with 2+ units of blood products.